Event description:
The customer reported zero values for multiple assay quality control (qc) results and approximately five milliliters of clear fluid leaked under the front of the instrument involving the coulter act diff 2 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted multiple issues with the instrument and replaced the aspirate pierce probe, rinse block, waste tubing, waste filter, red blood cell (rbc) filters, and the vacuum pressure pump. The fse also noted various waste biochem valves were inefficient and would not close completely and replaced all the pinch valves. The fse performed multiple startups and controls. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(4).